Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through patient support center and medical records, that a patient with a 25mm 7300tfx mitral valve was explanted at implant due to cor-knot completely pulled through the mv annulus resulting in the underlying left ventricular endocardial tear. The explanted mitral valve was replaced with a 25mm 11400m mitris valve. Per medical records, the patient initially underwent an avr with a 19mm 11500a inspiris valve, mvr with a 25mm 7300tfx magna ease valve, tv repair with a 33mm non-edwards device, cryomaze procedure, and laa clipping. Intraoperative tee showed the bioprosthetic av and mv with excellent functioning and no pvl or central regurgitant jets. After separation from cpb, bleeding emanating from the posterior pericardial wall was noted and repeat tee showed intramyocardial hematoma. A concern was a partial annular disruption in the region of the mv prosthesis. Exposure of the prosthetic mv was challenging due to placement of the prosthetic av. The aortotomy was reopened and the previously placed 19mm inspiris valve was explanted ((B)(6) 2023). Through the aortic root with the av prosthesis removed, the lv free wall basilar tear on the ventricular surface of the mitral prosthesis was clearly seen. The tear was in the region of the anterior lateral commissure and segment of the mv annulus. The 25mm 7300tfx mitral valve was explanted. In the immediate area of the lv endocardial injury, one of the sutures with its associated felt pledgets and metal grommet from the cor-knot had completely pulled though the mv annulus resulting in the underlying lv endocardial tear. The lv injury was repaired. This portion of the muscle showed extremely poor tensile strength and poor integrity. A new 25mm mitris valve was implanted. The mitris valve seated nicely. Then, a new bioprosthetic aortic valve (unknown model) was implanted in supra annular position. The aortic valve was seated well below the native left and right coronary ostia. The aortic valve seated nicely. Cpb was weaned again, and hemostasis was initially controlled. Bleeding reoccurred was additional sutures were placed. This sequence repeated itself additional times but was unsuccessful controlling the bleeding. The patient expired in the or.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through patient support center and medical records, that a patient with a 25mm 7300tfx mitral valve was explanted at implant due to sutures completely pulling through the mv annulus resulting in the underlying left ventricular endocardial tear. The explanted mitral valve was replaced with a 25mm 11400m mitris valve. Per medical records, the patient initially underwent an avr with a 19mm 11500a inspiris valve, mvr with a 25mm 7300tfx magna ease valve, tv repair with a 33mm non-edwards device, cryomaze procedure, and laa clipping. Intraoperative tee showed the bioprosthetic av and mv with excellent functioning and no pvl or central regurgitant jets. After separation from cpb, bleeding emanating from the posterior pericardial wall was noted and repeat tee showed intramyocardial hematoma. A concern was a partial annular disruption in the region of the mv prosthesis. Exposure of the prosthetic mv was challenging due to placement of the prosthetic av. The aortotomy was reopened and the previously placed 19mm inspiris valve was explanted (on (B)(6) 2023). Through the aortic root with the av prosthesis removed, the lv free wall basilar tear on the ventricular surface of the mitral prosthesis was clearly seen. The tear was in the region of the anterior lateral commissure and segment of the mv annulus. The 25mm 7300tfx mitral valve was explanted. In the immediate area of the lv endocardial injury, one of the sutures with its associated felt pledgets and metal grommet from the core knot had completely pulled though the mv annulus resulting in the underlying lv endocardial tear. The lv injury was repaired. This portion of the muscle showed extremely poor tensile strength and poor integrity. A new 25mm mitris valve was implanted. The mitris valve seated nicely. Then, a new bioprosthetic aortic valve (unknown model) was implanted in supra annular position. The aortic valve was seated well below the native left and right coronary ostia. The aortic valve seated nicely. Cpb was weaned again, and hemostasis was initially controlled. Bleeding reoccurred was additional sutures were placed. This sequence repeated itself additional times but was unsuccessful controlling the bleeding. The patient expired in the operating room. This is a 68-year-old female.